Manufacturer narrative:
Concomitant medical product: addr01 ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited fracture, high impedance, lead impedance warning, no capture and undersensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.